Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received. Ppf alleges dislocation. After review of medical records, the patient was revised to address dislocation of left total hip replacement. Operative findings states that dislocation occurred with extreme flexion and internal rotation. Revision notes reported that it was very difficult to reduce the hip, there was a deformity of the socket rim, a large amount of blood stained fluid which emitted from the joint and there were no signs of infection. Doi: (B)(6) 2015; dor: (B)(6) 2015; left hip.